Event description:
Suprarenal option ivc filter found to be multiply fractured with one fragment in the rv apex and others pericaval. Deeply tip embedded. Removed with forceps-extravascular and rv fragments retained. FDA safety report ID # (B)(4).